Event description:
The complainant alleged that during open heart procedure, the device failed to deliver energy. The complainant indicated the clinician was able to obtain another set of paddles to continue the procedure. The complainant indicated that there was no adverse effect to the patient as a result to the reported malfunction.